Manufacturer narrative:
(B)(4). The incident sample is not returning for evaluation. If additional information pertinent to the incident is obtained, a follow up report will be submitted. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Manufacturer narrative:
(B)(4). Date of initial report: 10/30/2014. Date of follow-up report: 02/23/2015. (B)(4). There were no anomalies identified during the internal review of the device history record (DHR) of the system console. If additional information pertinent to the incident is obtained another follow-up report will be submitted.

Event description:
Patient received pneumothorax during a superdimension procedure. The case was completed. Chest tube was placed and patient required short hospitalization. Patient was under nitrous oxide sedation. No product will be returned. If additional information pertinent to the incident is obtained a follow-up report will be submitted.